Event description:
It was reported cadd ms3 pump alarming for system fault. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced drive rod and rear housing. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.